Event description:
Pt was diagnosed with vaginal extrusion three months following a sling procedure that was performed in 2002. The physician reported that the pt may have engaged in sexual intercourse earlier than prescibed post operatively. Blood and a sticking spot were noted during intercourse and the pt experienced an increase in leaking, hesitancy and dribbling. The mesh was removed in 2003. All frequency, urgency and incontinence resolved after excision of mesh beneath the urethra.